Event description:
Caller states that kinking of the tube was discovered when attempting to pass a ballard suction catheter. The caller confirmed that recannulation of a replacement tube was required.